Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer stated that the last night she was not feeling good and she ate several hot dog and checked the blood glucose and it was 48 mg/dl. Customer stated that she also experienced a high blood glucose and not able to do troubleshooting. Customer stated that during night customer experiencing a low blood glucose event after changing the setting. Customer was not using auto mode. The device will not return for the analysis.